Event description:
A patient reported a broken implant on the right side discovered by ultrasound and a MRI. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
A healthcare professional reported rupture and capsular contracture baker grade I on the right side discovered by ultrasound and a MRI. ¿finding bi-rads 2. Pathology results from right breast capsulectomy, fibrosis in relation with the periprosthetic capsule, histiocytic reaction to the exogenous component of the prosthesis, presence of cd 30 negative lymphoid cellularity. The device has been explanted.

Event description:
Healthcare professional later reported rupture and capsular contracture baker grade I. Patient undergone capsulectomy. Device has been explanted and replaced with non-allergan device.

Event description:
A healthcare professional reported rupture and capsular contracture baker grade I on the right side discovered by ultrasound and a MRI.¿findings bi-rads 2. Pathology results fromright breast capsulectomy, fibrosis in relation with the periprosthetic capsule, histiocytic reaction to the exogenous component of the prosthesis, presence of cd 30 negative lymphoid cellularity.the device has been explanted.

Manufacturer narrative:
The events of silicone migration and capsular contracture are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ silicone migration: unable to observe as it is not related to the device. ¿ capsular contracture: unable to observe as it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken device observed assessed as surgical damage. Missing shell assessed as inconclusive. Capsular contracture: unable to observe as it is not related to the device. Silicone migration: unable to observe as it is not related to the device. No other observations observed. No further actions are required as no manufacturing issues are observed.

Event description:
A healthcare professional reported rupture and capsular contracture baker grade I on the right side discovered by ultrasound and a MRI. ¿finding bi-rads 2. Pathology results from right breast capsulectomy, fibrosis in relation with the periprosthetic capsule, histiocytic reaction to the exogenous component of the prosthesis, presence of cd 30 negative lymphoid cellularity. The device has been explanted.